Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 38mm synergy ii drug-eluting stent was selected to treat the lesion. However, it was noted that the delivery shaft was cracked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 38mm synergy ii drug-eluting stent was selected to treat the lesion. However, it was noted that the delivery shaft was cracked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. Device evaluated by manufacturer: a synergy ous mr 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.